Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump received a critical pump error alarm and a hairline fracture on the pump. Her blood glucose was unknown. She said that went swimming with her pump. She tried taking the battery out, holding the back button and the circle and then putting the battery back but it did not work. The customer reported that the display screen showed a red x with an open book icon. She was advised that the insulin pump would need to be replaced, to discontinue use of the insulin pump and to revert to a back-up plan. The pump will be returned for analysis.

Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.